Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Aneurysm rupture. Additional devices related to this event. (B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are not limited to: surgical conversion.

Event description:
On (B)(6) 2005, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2008, the patient presented to the emergency room with a ruptured aneurysm. The patient was converted to open surgery and the devices were explanted. A dacron graft was sewn in. The patient tolerated the procedure. In the course of investigation, a search of the social security death index (ssdi) determined that the patient expired on (B)(6) 2009. The cause of death is unknown. The physician was not aware the patient had expired and has no info as to the cause of death.